Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the catheter ripped during slitting. The catheter was removed and a new catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned in 2 pieces, without the dilator and the valve tools, and analyzed. Analysis indicated that the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter showed the slit was not on a score line. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis indicated damage during use. If information is provided in the future, a supplemental report will be issued.